Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, and the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6) 2012.